Event description:
It was reported that during preventive maintenance (pm) performed by a getting service territory manager (stm) , the system 98 intra-aortic balloon pump (iabp) units device has a shaky screen image. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
The getinge field service engineer (fse) that encountered the reported issue during the preventative maintenance (pm) there is a shaky screen. Fse removed and cleaned the socket cable and new receiver pcb set and found that the problem could be solved. After that, fse tested the operation of the machine. Found that the screen displayed normal parts. Therefore allowing the customer to use the machine normally. Came to evaluate the price of the repair work. In order to submit the quotation only, fse has closed the work. And the customer will send a po after this if they agree to repair. Came to evaluate the price of the repair work. In order to submit the quotation only. And the customer will send a po after this if they agree to repair.